Manufacturer narrative:
The distributor replaced the carrier/com express board. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, during a case, the unit had a ventilator failure. There was no reported patient injury.